Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the proximal set up joint (suj) harness. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system triggered repeated recoverable faults on the universal surgical manipulator (usm) 3. Before calling the technical support engineer (tse), the customer had already converted to another da vinci system. The procedure was completed with no report of patient harm, adverse outcome or injury.